Manufacturer narrative:
After the field service technician finished the evaluation, and the device passed all safety testing, it was returned to service at the user facility.

Event description:
It was reported that at the user facility, when the customer went to plug the device cord into the power outlet, it sparked externally. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.